Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the receiver displayed err hwbbt. No additional patient or event information is available. The receiver was returned for evaluation. An exterior visual inspection was performed and passed. No data was returned for evaluation. The complaint confirmation of the error icon could not be determined. A root cause could not be determined.